Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 was being used to close the skin. The device did not release the staples and the pt had a cutis laceration. The hosp is not returning the device.